Event description:
Caller states the pt tested 1.8 inr on the coaguchek xs system and 1.3 inr on a comparison lab. Customer's weekly warfarin dose was increased based on 1.8 inr result. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.

Manufacturer narrative:
Customer is unsure which of 3 meters produced the result. The reported strip lot was used with all 3 meters.